Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the cause of the issue was unknown, but stated that the extra long charging period occurred only one night and had since been approximately the same duration. The patient reported that they logged the time required to charge and that the issue has since resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for depression and movement disorders. It was reported that it was taking too long to charge. No troubleshooting/action was done prior to the report. At the time of the report, patient stated they had all 8 coupling boxes and started charging at 50%. Patient stated that it usually takes them 2.5 hours to charge the right ins since their settings are a little higher and it takes longer to charge. However, last night it took patient 3.5 hours to charge theins. It was reviewed how the number of efficiency bars would affect recharge time. Patient was redirected to follow up with the health care professional (hcp) to discuss recharging longevity at the next appointment on wednesday. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.